Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that both of the patient's leads have high impedances. X-rays revealed lead fracture. Further discussion is anticipated.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.